Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds was advanced to the duct to see if a stone was present. When the spyscope ds was in the duct, visualization issues occurred. The screen went blank and when it came back on there were multicolored lines. At this point in the case, the duct had already been cleared, and they used the images that they already had to confirm. The procedure was not completed due to this event. Upon visual inspection, of the spyscope ds, it was noted that the working channel protruded. The working channel was not detached. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.